Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had software error detected. Customer¿s blood glucose was 18.8 mmol/l at the time of incident. Drive support cap was normal. Insulin pump has not been exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer stated that self test was not passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.